Manufacturer narrative:
The insulin pump was received with the following damage: cracked case at display window corner, battery tube threads, reservoir tube lip completely broken off, minor scratched and cracked display window, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged and had a piece falling off from the reservoir compartment. The customer¿s blood glucose level was 17.2 mmol/l at the time of the incident. Troubleshooting did not occur. The device was returned for analysis.